Event description:
On (B)(6) 2024 nurse assist received notice of product liability litigation regarding a reported bacterial serratia marcescens infection following use of saline solution during an open-heart surgery to irrigate the patient's chest cavity, including the area surrounding his sternum. The surgery took place on (B)(6) 2023, the patient reportedly developed a fever of 102 and was found to have an elevated white blood cell count on (B)(6), and blood cultures taken that same day were reportedly positive for serratia marcescens. A surgical site wound culture taken on (B)(6) was reportedly positive for serratia marcescens.